Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. The reported angina, restenosis and thrombosis are known adverse events listed in the vision instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Attachment: "atheromatous degeneration of the neointima in a bare metal stent: intravascular ultrasound evidence".

Event description:
Device issue: none. Adverse event: in-stent restenosis possibly thrombosis. Onset of adverse event: approximately one year post implantation. The following event was noted through a periodic article review: it was reported that approximately one year post a right coronary artery (rca) stenting procedure with a vision stent, the patient was re-hospitalized for acute coronary syndrome. An ultrasound study found the stent to be well expanded with some in-stent restenosis in the proximal half of the stent. At the proximal edge of the stent, there was an area suggestive of plaque rupture and/or thrombosis. A new stent was successfully placed within the stent. The recovery was uneventful. Although requested, there was no additional information provided.